Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not hold a charge) was confirmed. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The root cause of the corrosion cannot be positively identified, but is likely ingress of an unk liquid. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that his battery would not hold a charge. The pt was issued a replacement battery pack.